Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had a temperature reading of 104 degrees at the elbow and the base, which exceeds the operational specifications (103 degrees). It was observed that there was an oily residue on the bearings in the middle sub-assembly. It was further confirmed that there was oily residue inside the device. It was determined that the issue was consistent with improper cleaning and possible lubrication of the device which is failure to follow the directions for use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the attachment device was overheating. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.